Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the gel was peeling off the blue backing of the arctic sun gel pad. Per additional information received via email on 28jul2021 it was stated that there was no patient impact. Per additional information received via email on 02aug2021 it was stated that the patient completed the therapy with a new set of gel pads as the issue was found during the preparation prior to applying the pads.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual evaluation noted 4 photo samples of opened arctic gel pads (1 leg pad and 1 chest pad) was received. Visual evaluation noted there was missing and separated hydrogel on the pads. This does not meet specifications which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)." A potential root cause for this failure could be improper design consideration or material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the gel was peeling off the blue backing of the arctic sun gel pad. Per additional information received via email on 28jul2021 it was stated that there was no patient impact. Per additional information received via email on 02aug2021 it was stated that the patient completed the therapy with a new set of gel pads as the issue was found during the preparation prior to applying the pads.